Event description:
It was reported that the patient¿s spinal cord stimulator (scs) system was infected. There was drainage, an incisional wound opening, redness and erosion at the lead location. The physician cut the lead and the lead was still connected to the implantable neurostimulator (ins), which was still implanted. A culture source was taken but the type of infection of unknown. Antibiotic treatment was necessary. The date of onset of the infection was unknown. The product would be replaced in the future. The patient was doing well and there were no more signs of infection.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4) implanted: (B)(6) 2014, explanted: (B)(6), product type: lead. Product ID: 3777-75, serial# (B)(4) implanted:(B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 97740. Serial# (B)(4), product type: programmer, patient. Product ID: 3777-75, serial# (B)(4) implanted: (B)(6) 2014, explanted: (B)(6)2015, product type: lead. Product ID: 3777-75, serial# (B)(4) implanted: (B)(6) 2014, explanted: (B)(6)2015, product type: lead. (B)(4).